Event description:
Additional information was received from the patient. They reported that the cause of the device not working is undetermined. The cause to the inability to communicate with the ins is undetermined. The most likely cause is due to the communicator placement. The patient has a doctor's appointment in june 9th.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported having a fall and losing symptom control right after. They went to the doctor who performed an x-ray and everything was ok. The therapy was off, so the turned it on and set it to 1.0 volts on program 2. They were going to monitor and adjust as needed. Additional information was received from the patient. They reported that they were not sure the ins was working. They mentioned again they had a fall where they fell on the side of the implant "like three days" after the date of implant. They had an x-ray due to this that showed everything was in the right position, but the patient stated it was still not working. Handset, communicator, and a general therapy overview were reviewed. The patient was walked through checking therapy status on the call. They were initially getting device not responding on the call and stated they had been getting device not responding. They repositioned the communicator on the ins, confirmed they could palpate the ins, and were able to successfully connect with the ins on the call. They confirmed therapy was on at 1.0 volts on program 2. They felt a little "flutter" at the ins site. Stimulation expectation was reviewed and they were redirected to their healthcare provider to discuss this. They were provided with the national answering service (nas) phone number for the healthcare provider if needed. The patient confirmed this was all a continuation of the same event.